Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited shock impedance measurements greater than 200 ohms. The patient has a competitive device and the caller was inquiring about testing and options. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.